Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient came into clinic for a planned annual controller replacement (per this sites policies, not for suspected defect). Patient received new controller and it was noted that the ac adapter in the box with controller had a defective screw on one side of the ac adapter power outlet cord securing device that would not thread into the housing of the converter brick to stabilize the cord connector and plug in port on the converter block. The connector was noted to be "wiggly" and the site did not want the patient to receive the equipment. An elective exchange was performed on the ac adapter and it was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
It was reported that the controller ac adapter had a defective screw on one side of the cac adapter power outlet cord securing device that would not thread into the housing. The cac adapter was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Failure analysis revealed that the device failed visual examination and failed functional testing due to the input bracket for the 110v ac was defective. Visual inspection revealed a screw that could not be tightened down. The most likely root cause of the reported event can be attributed to a manufacturing deficiency or packaging issue. This would not be likely to cause or contribute to death or serious injury. The redundant power source will continue to supply power to the pump; this failure will result in user annoyance and will not affect the function of the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.